Event description:
As reported by the affiliate during a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, a 4mmx2cm powerflex pro pta balloon ruptured at 7-8 atmospheres (atm) at its initial dilatation. Leakage of the contrast media was observed. The device was easy removed intact from the patient and exchanged for a non-cordis balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The target lesion had moderate calcification and no tortuosity. The rate of stenosis is unknown. An approach was made from the left common femoral artery. After the lesion was crossed with a guidewire (redifocus, terumo), the powerflex pta catheter was delivered and inflated at the lesion. However, the balloon ruptured at 7-8atm during its initial dilatation and the leakage of the contrast media was observed. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast media and contrast to saline ratio used is unknown. An unknown inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter did not kink while being used.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate during a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, a 4mmx2cm powerflex pro pta balloon ruptured at 7-8 atmospheres (atm) at its initial dilatation. Leakage of the contrast media was observed. The device was easy removed intact from the patient and exchanged for a non-cordis balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The target lesion had moderate calcification and no tortuosity. The rate of stenosis is unknown. An approach was made from the left common femoral artery. After the lesion was crossed with a guidewire (non- cordis), the powerflex pta catheter was delivered and inflated at the lesion. However, the balloon ruptured at 7-8atm during its initial dilatation and the leakage of the contrast media was observed. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast media and contrast to saline ratio used is unknown. An unknown inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter did not kink while being used. One non sterile catheter powerflexpro 4mm2cm 135 was received coiled inside a plastic bag. Balloon was previously inflated. Leak test was performed and a pinhole was noted in the mid section of the balloon. Sem results showed that the balloon external and internal surfaces exhibited no evidence of damage. This balloon leakage failure exhibited no surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device; however the exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (moderate calcification) may have contributed to the difficulty experienced by the customer. Neither the product analysis nor the manufacturing records review suggests that the difficulty experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Concomitant devices: mustang, boston scientific balloon, redifocus, terumo guidewire.